Manufacturer narrative:
Our field service engineer investigated the device on-site, where the issue was confirmed. During troubleshooting, the expiratory cassette was replaced, but this did not resolve the puc failure. Upon further inspection, the inspiratory pipe membrane was found to be defective, and the inspiratory pipe was replaced. After replacement, the puc passed intermittently; after a few pucs, the internal leakage test failed again. This intermittent puc failure was solved by replacing both pressure transducer printed circuit boards (pcbs) and the expiratory channel pcb. After replacing all the pcbs, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirmed the reported issue with the failed internal leakage test during the puc. The inspiratory pipe, the expiratory channel pcb, and the pressure transducer pcbs were all returned for further investigation. Visual inspection of the returned parts revealed no abnormalities. All the parts were first separately placed into a reference ventilator for simulated use testing, where they passed multiple pucs. After this, all parts were placed in the same ventilator, and the device passed several pucs. Following this, ventilation was successfully performed for several days without generating any alarms or errors. After ventilation, several pucs were conducted, all of which passed. The reported issue could not be reproduced at the manufacturer site; therefore, a definite root cause cannot be established.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).